Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender/age baseline characteristics for the patients referenced in the article is male/(B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could be the reveal xt and the linq. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of a new atrial fibrillation detection algorithm in a miniaturized insertable cardiac monitor: results from the reveal linq usability study. Heart rhythm. 2016;13(7):1425-1430.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilrs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were reports of loss of telemetry, the inability to process the ilr's data, and inappropriately detected atrial fibrillation (af) episodes while using the ilr. The status of the ilrs is unknown. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.